Manufacturer narrative:
The following section were updated/corrected/added: b2, b5, b7, h1 and h6 (clinical code, investigation findings and investigations conclusions). Additional h6 (type of investigation) code: labeling review. H11: additional manufacturer narrative: this is one of two manufacturer reports being submitted for the same patient. Reference related manufacturer report # 2015691-2026-12664. Due diligence attempts were made to gather additional information regarding a device failure mode, however additional information is not available at this time. Per the information provided, the patient was reported deceased due to ischemic bowel four days post-procedure; no causal or contributory relationship between the device and the patient death was identified. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, a definitive root cause cannot be conclusively determined.

Event description:
It was reported from canada via the implant patient registry that this valve model 3300tfx19mm, implanted in the aortic position, was explanted from this 75-y-o patient after an implant duration of 4 years and 10 months due to unknown reasons. The patient presented with heart failure prior to the intervention. A 23mm bioprosthetic valve was implanted in replacement. The patient was reported deceased due to ischemic bowel four days post-procedure.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not requested for return as there is no allegation of device deficiency and/or malfunction by end customer. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported from canada via the implant patient registry that this valve model 3300tfx19mm, implanted in the aortic position, was explanted from this 75-y-o patient after an implant duration of 4 years and 10 months due to unknown reasons. A 23mm bioprosthetic valve was implanted in replacement.